Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 226941836); product ID sab-4-20 (lot: b507781). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the solitaire ab was unable to be detached and the pipeline stent . The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ophthalmic artery with a max diameter of 15 mm and a 10 mm neck diameter. Landing zone: distal: 4.0 mm and proximal: 4.7 mm. The accessed vessel was the femoral artery. It was noted the patient's blood flow was normal and vessel tortuosity was normal. Dual antiplatelet treatment was administered. The angiographic result post procedure showed blood flow retention in the aneurysm. It was reported that aneurysm embolization was performed. After measuring the diameter of the blood vessel, a blood flow-directing dense mesh stent was selected. The first dense mesh stent was released smoothly and then bridged to the second dense mesh stent. However, its tip could not adhere to the wall, so the intracranial vascular stent sab-4-20 was selected. The distal end was attached to the tip end of the dense mesh, and the stent couldn't be detached. After trying many times, it still couldn't be detached. Then removed the second dense mesh stent system and the intracranial vascular stent, and replaced it with another catheter to release it smoothly. It was filled smoothly and the surgery was completed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361). As found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pushwire was returned outside the phenom 27 catheter. However, the braid was returned stuck within broken catheter body. Damage location details: the pushwire was found to be bent at ~138.5cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal end of pipeline flex braid was found to be not open due to damaged bard. The proximal end of pipeline flex braid was found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be broken at ~5.3cm from catheter hub. In addition, the catheter body was found to be kinked at ~27.0cm from distal end. The catheter distal tip/marker band were examined, and no damage was found. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure/incomplete open distal (flex) as the distal braid end was not open due to damaged braid. However, the root cause for damages could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the pipeline had not been placed in a vessel bend when it failed to open. There were additional steps or other devices attempted to open the pipeline such as re-retrieved. There was no issue with the phenom catheter. The physician did not feel any resistance while delivering the solitaire ab stent. The physician attempted to detach the solitaire stent with the detachment box 3 times and for 2 minutes for each attempt. A gdc detachment box was used. The proximal end marker was exposed. The detachment box was displayed as indicated per IFU. The cable polarity was set up as indicated in the IFU. The needle was placed in the patient's shoulder and in the muscle. The black cable was connected to the needle and the the red cable was connected to pusher wire. The pushwire was on a dry clean surface. The solitaire stent was not in a bend.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.